Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer was jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed. A field service engineer verified error status with superuser and was unable to recover half height drawer 2.1 on the main cabinet. Powered down the cabinet, unlocked the rear panel, and manually opened the drawer. Found a foreign object (pill) lodged in the closure mechanism at the back of drawer 2.1. Cleared the obstruction and inspected the cubies. Closed the drawer, reseated the pyxis bus connector on the controller board, and powered the cabinet back on. Verified led status on the pyxis bus controller board for drawer hh 2.1 all normal. Powered down, relocked the rear panel, and restarted the cabinet. Confirmed with superuser that all errors were cleared and the drawer is fully functional. The system functioned as intended after the field service engineer repaired the device.